Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose value was 140 mg/dl. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. She was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. It was stated that the insulin pump attempted to turn back on after the 10 minute reset but then alarmed failed battery test. The customer cleared the alarm and tried a second reset before inserting another new battery. She was advised that the insulin pump would have to be replaced and she could do a 2 hour reset and monitor if the display returns. The device was replaced and returned for analysis.